Event description:
It was reported that the patient had multiple fluency 7x40 stents covering multiple fistulas through cannulation site. For 3-4 months, the patient was being carefully cannulated between the stent material. On friday, a new staff member cannulated over an area where three stents were overlapping. The eye of the needle became stuck on the end of one stent. With significant force, they were able to remove the needle, but it pulled the end of the stent up through the skin. The doctor took the patient to the or, put tension on the protruding piece, then cut it off. The patient was placed on antibiotics and is reported to be doing fine.